Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bulla resection procedure, some staples of two sites on the staple line were unformed at the first firing. The instrument was fired three times and other two firings were completed. Neoveil was used. Another device was used to complete the procedure. There were no adverse consequences for the patient.